Event description:
Customer reported a taxol infusion was set up at 25ml/h over 24 hours. The roller clamp above the burette was opened and the vent closed to allow free-flow of fluid from the bag to the burette, which was at that time half full. Eight hours later leakage was noticed and the burette was filled to the top and the air vent wetted out. Customer was unable to determine where the leak was coming from. No pt harm reported. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The sample has been discarded due to cytotoxic content. The lot number was not identified; therefore, lot history record review could not be performed.